Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: these was a post operative bile leak. Reoperation was required. During the reoperation, issue with clip formation was observed. The clips were forming a teardrop shape.

Manufacturer narrative:
(B)(4).